Event description:
On (B)(6) 2024, nurse assist received a complaint via e-mail from (B)(6). Description of e-mail: on saturday, (B)(6) 2024 at 10:24:59 am cst, (B)(6) wrote: hello, I am writing on behalf of my husband, (B)(6). He passed away (B)(6) 2023, at the time he did have blood infection, mersa. Would this recall have caused this blood infection? On thursday, (B)(6) 2024 at 06:52:52 pm cst, (B)(6) wrote: hello , I would like to follow up on my inquiry in (B)(6). I received a recall notification , can you tell me what timeframe that my husband , (B)(6) would have received the saline solution? Past 14 months, before he passed , he had continuous blood infections , which caused him many trips to the ICU I would really like to get some details on this recall. I have also be reached out to the FDA.

Manufacturer narrative:
Followed-up with customer to obtain more information about the product that was used on the husband.

Manufacturer narrative:
Followed-up with customer to obtain more information about the product that was used on the husband.

Event description:
On (B)(6) 2024, nurse assist received a complaint via e-mail from (B)(6). Description of e-mail: on saturday, on (B)(6), 2024 at 10:24:59 am cst, (B)(6) wrote: hello, I am writing on behalf of my husband, (B)(6) . He passed away (B)(6) , 2023, at the time he did have blood infection, mersa would this recall have caused this blood infection? On thursday, on (B)(6) 2024 at 06:52:52 pm cst, (B)(6) wrote: hello, I would like to follow up on my inquiry in (B)(6) I received a recall notification, can you tell me what timeframe that my husband, (B)(6) would have received the saline solution? Past 14 months, before he passed, he had continuous blood infections, which caused him many trips to the ICU I would really like to get some details on this recall. I have also be reached out to the FDA.

Manufacturer narrative:
Followed-up with customer to obtain more information about the product that was used on the husband.

Event description:
On 20-jan-24, nurse assist received a complaint via e-mail from (B)(6). Description of e-mail: on saturday, january 20, 2024, at 10:24:59 am cst, (B)(6) wrote: hello, I am writing on behalf of my husband, (B)(6). He passed away (B)(6) 2023, at the time he did have blood infection, mersa. Would this recall have caused this blood infection? On thursday, march 7, 2024, at 06:52:52 pm cst, (B)(6) wrote: hello, I would like to follow up on my inquiry in january. I received a recall notification, can you tell me what timeframe that my husband, (B)(6) would have received the saline solution? Past 14 months, before he passed, he had continuous blood infections, which caused him many trips to the ICU I would really like to get some details on this recall. I have also be reached out to the FDA.